Event description:
It was reported that the epidural device was alarming indicating air in the line, despite being primed multiple times. The issue was resolved when the pump was switched. There was no reported patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. It was found that the downstream occlusion(dso) seal was detached. The dso seal was replaced.